Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Non-healthcare professional. Investigation. The following allegations have been investigated: vena cava (vc) perforation/embedment, stenosis, unable to remove, tilt. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2015. Approximately two years and seven months later, the patient underwent a computed tomography (CT) scan that showed the filter tilted, was embedded in the vena cava and could not be removed, and that the ivc was stenosed below the filter. In addition, about two years and eight months later, the patient underwent another CT scan which again showed tilt and stenosis, as well as three filter legs that perforated the ivc. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, and h6. Additional information: investigation investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. 20 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from CT (computed tomography): "filter type: cook. Ivc stenosis: no. Filter cone position: below. Filter migration: no. Filter fracture/bending: no. Filter tilt: yes. Filter penetration: yes. Other findings: no. Impressions: the filter cone is tilted posterior right and its cone is embedded in or slightly through the ivc wall. An anterior right strut has penetrated 7 mm through the ivc. An anterior left strut has penetrated 16 mm through the ivc. A posterior left strut has penetrated 23 mm through the ivc. A posterior right strut has penetrated 17 mm through the ivc.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation/embedment, thrombus, stenosis, unable to remove, tilt, fear. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right internal jugular vein due to pulmonary embolism (pe). Patient is alleging tilt, vena cava perforation, unable to retrieve, and stenosis. The patient further alleges fear. Report from CT: "there is an infrarenal ivc filter there is tilted with the hook likely embedded in the posterior lateral wall of the ivc. The filter legs have perforated into the retroperitoneal fat. There is diffuse lack of enhancement of the systemic veins, that may relate to phase of contrast, however the infrarenal ivc and right common iliac vein are diffusely very small, with several collateral veins draining around them, suggesting chronic ivc and right iliac vein thrombus." Report from venogram: "the subsequent venograms with the directional catheter and the quick cross catheter at the level of and below the ivc filter demonstrated that the ivc was completely occluded at the level of the filter, with robust collateral flow through numerous collateral veins, most notably through an enlarged right gonadal vein and leftward directed collateral at the level of the lower endplate of l4 which likely drains into the lumbar veins." Venogram: removing ivc was aborted too stenosis." Report from xray: "impression: dampened waveforms in the inferior, distal infrarenal ivc and common iliac veins consistent with severe ivc stenosis to near occlusion associated with ivc filter. This is not felt to be significantly changed since the venogram images dated (B)(6) 2018. Report from aorta/ivc/iliac duplex ultrasound: "impression: 1. Arterial evaluation: patent and within normal limits without evidence of high-grade stenosis. 2. Venous evaluation: decreased phasicity of the infrarenal ivc and iliac veins, not significantly changed from ultrasound 7/31/2018, consistent with known inferior vena cava occlusion/stenosis at the level of the ivc filter with venous collateral formation". Order comments: "diagnostic studies: CT (B)(6) 2018: ivc filter (likely a tulip) is tilted and embedded. There is an associated stenosis just below the filter. There appears to be no filter associated clots. Despite stenosis the ivc and both civs appear to be open. There is compensatory dilatation of the r gonadal vein". "I agree with the recommendation for the filter to be retrieved. It will be a complex retrieval as the filter is tilted and embedded in the infrarenal ivc". "We'll require endobronchial forceps and laser sheath for the procedure, and arrange for the proper support staff." "We will assess the severity of ivc stenosis after retrieval (with hemodynamic gradient calculation), and likely defer the treatment to assessmant of clinical response to retrieval. At this point of time pt does not have any swelling or other symptoms to necessitate ivc angioplasty or stenting". Report from CT: " . Filter tilt: 16 degrees apex right and 19 degrees apex posterior 2. Abnormal positioning of the ivc filter: the filter apex is 1.5 cm below the inferior margin of the right renal vein 3. Perforation beyond the ivc wall with or without involvement of the adjacent organ/vessel: 3 filter legs do perforate the caval wall. There is no evidence of adjacent organ or vessel involvement. 4. Filter strut fracture or bending: no evidence of filter fracture 5. Stenosis of the inferior vena cava: the inferior vena cava at and below the level of the filter is diminutive. This is most notable near the filter apex, for example image 46 where a caval diameter of less than 10 mm is measured. A few associated collateral veins are suggested, though evaluation is limited in the absence of intravenous contrast. Above the level of the filter the ivc is normal in caliber.